Event description:
Anchor broke and the tip remains in the patient. A 3.8 mm awl was used.

Manufacturer narrative:
No product is being returned for evaluation. (B) (4)

Event description:
It was initially reported that during a partial gastrectomy with y reconstruction procedure, the stapler cut, but did not staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).